Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
Clinical study. It was reported that 132 days after a coronary drug eluting stenting treatment procedure, the patient had a myocardial infarction (mi). The lesion being treated in the index procedure was a 3.0x10mm, 80% stenosed, severely calcified, moderately tortuous portion of the mid left anterior descending artery (mid lad). The physician treated the target lesion with pre-dilatation and successful placement of a taxus liberte' 2.50x16mm drug eluting stent. Post-procedure, target lesion had 0% diameter stenosis. There were no reported complications. The patient was discharged 2 days later on aspirin and plavix. One hundred and thirty two days after the implant procedure, the patient had a non q-wave mi which was resolved by re-intervention of non-target vessel. In the opinion of the physician, the relationship of the mi to the taxus liberte' stent was unrelated. This product is only ous approved, but it is similar to a marketed us device.